Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed weakness in the legs. The patient was hospitalized and later transferred to a rehabilitation facility. The physician did not feel the incident was related to the device, but rather to the patient's comorbidity of being morbidly obese and other health issues. The patient is currently recovering and is using the device with effective pain relief.